Event description:
It was reported that the customer's blood glucose level was 500 mg/dl. He treated his high blood glucose level with a manual injection. The customer had issues with the infusion sets. The customer stated he was not receiving insulin. He had an x-ray done. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.